Event description:
It was reported a device reset has occurred and the alert was cleared during normal follow up. No action was needed for the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.